Manufacturer narrative:
This manufacture report is for the second of two individual patient cases identified in manufacturing report 3005174370-2016-00041 follow-up 1. Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for root canal treatment.

Event description:
On (B)(6) 2017, a dental professional reported the case of a female patient ((B)(6)) who required root canal treatment on tooth #13. This tooth had a lava ultimate crown placed on (B)(6) 2015, due to the existing crown having recurrent decay beneath it. On (B)(6) 2017, the patient reported hypersensitivity. At this time, the tooth was noted as having poor marginal integrity and discoloration. Subsequently, root canal treatment was performed, core build up done, and a non-3m crown placed.